Event description:
It was reported to adac that the source to skin distances were incorrect prior to dose computation. The user reported that when user copied a plan to another trial the source to skin distances were incorrect. No injuries were reported as a result of this issue.